Manufacturer narrative:
An investigation of the reported condition was performed on (B)(4) 2015 by (B)(4). One scd 700 compression system was returned for investigation for the reported condition of; issue with an scd controller. Service found; there were visible signs of arching on the power cord. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged with external signs of arcing, which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. Additional investigation found that there were solder issues on components u1 and u2 and l4 damaged on the power supply board. The power supply board was replaced to correct the failure. The scd was fully tested and passed all operational specifications. The scd 700 was manufactured in 2011. The device history record was reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with an scd controller. The unit was sent to a local covidien service center and a service technician found that there were visible signs of arching on the power cord.

Manufacturer narrative:
Submit date: 02/25/2015. An investigation is currently under. Upon completion, an updated investigation will be provided.